Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 4 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
The customer contacted olympus to report intermittent power with their video system center and monitor during an examination. The customer also reported several devices, including the subject device, monitor, and operating bed, were connected on the same electrical circuit. An on-site electrician ruled out the house installation as the cause of the fault. The service department remarked that the fuse had been triggered when the patient stretcher was operated and that the fact that the affected devices were connected to the same circuit caused the reported failure. The service department also remarked that the fault was not caused by olympus products, and a technician recommended the patient stretcher be connected to another, separate power outlet as an immediate solution. No patient or user harm has been reported.

Manufacturer narrative:
Additional information has been requested regarding this event, and this investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.